Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that buckle inside the video cable socket was deformed, causing the image to be noisy and e315 error to display. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the procedure was a general examination diagnostic and was completed using the same set of equipment, without delay.

Event description:
The customer reported to olympus, the video processor video cable socket was faulty, showed that there would be color bar in the image. After shaking the connector, the image appeared. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the buckle inside the video cable socket was deformed, causing the image to be noisy and e315 error to display. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.